Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision and revision of mesh on 06/2012 due to mesh exposure following transobturator sling. It was reported that the patient underwent hysteroscopy and fractional dilatation and curettage on (B)(6) 2012 due to postmenopausal bleeding ruling out neoplasia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, bso, anterior and posterior colporrhaphy; due to sui/pop/excessive vaginal bleeding.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.